Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure. The catheter was used over a non-bsc guidewire and a non-bsc filter. During the procedure, the catheter became stuck on the wire. The procedure was successfully completed with another of the same device. There were no patient complications and the patient status is reported as "fine".

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was returned stuck in the device. The guidewire lumen and the catheter shaft were checked for damage. Dissection of the tip of the device showed that the device had been run over the coils of the tip. When the device is run that far distal to the tip of the guidewire there is a chance of the coils stretching and separating and causing the device jam and stuck on the wire as it was in this case. The coils were stuck inside the bushing and the distal cutter; therefore, the guidewire sticking complaint was confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu lists compatible guidewires that are to be used with the jetstream device. The guidewire that was used during this procedure was reported to be an abbott emboshield wire which is not on the list of a compatible guidewires. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery (sfa). A 2.4 mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. The catheter was used over a non-bsc guidewire and a non-bsc filter. During the procedure, the catheter became stuck on the wire. The procedure was successfully completed with another of the same device. There were no patient complications and the patient status is reported as "fine".